Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received no delivery alarm. Customer attempted to change batteries and received a blank screen. Customer realized batteries were inserted upside down and was able to resolve blank screen. Customer received a battery out limit alarm due to having batteries out for an extended period of time. During troubleshoot for no delivery alarm, customer did not have set change in order to continue troubleshooting. Customer was able to prime manually without receiving no delivery alarm. Customer was advised that insulin pump was working as designed. No further information provided.